Event description:
Pt's mother reports her son had on and off issues of irritation and was treated for an "infection." They were not sure it was due to the lenses. Attempts to collect more info from the (B)(6) has been sent with no response to date.

Manufacturer narrative:
Event reported by the pt's mother. This is being reported an unconfirmed eye infection. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is no sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.